Event description:
It was reported that the lead was explanted due to dislodgement. Pacing threshold anomaly and loss of sensing were also observed. The patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.